Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during service and repair evaluation it was observed that the threads on the cloverleaf guide pin of the adapter device were loose and the attachment device would not fit into the impactor's locking collar. It was further determined that the device failed pre-test for visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: the device manufacture date was reported as may 4, 2017 in the initial medwatch report. This has been updated to apr 23, 2016. UDI ¿ (B)(4). Additional narrative: the actual device was returned without an alleged deficiency. During service and repair of the device, it was observed that the threads on the clover leaf guide pin are loose and the attachment would not fit into the impactor's locking collar was confirmed. An assessment was performed on the adapter and found that it is non-functional. It was determined that the adapter is a two-piece design where the stem is threaded onto the adapter body, and the stem had become loose. The assignable root cause of this condition was determined to be due to normal wear over time. A review of the device history record was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.